Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for a cracked line was noticed. A visual inspection was performed and showed the scope to have deep distal tip damage, a cracked negative lens, and a broken side arm. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a knee scope procedure, it was in use when the cracked line was noticed. There was a delay of 10-15 minutes. The scope broke or cracked inside but no debris was left inside the patient. The display was not completely lost during the case. A backup device was available to complete the procedure with no significant delay and no patient injuries.